Event description:
Additional information received from the manufacturer representative and health care provider (hcp) reported that the manufacturer representative had not seen the patient since the trial started. The patient followed-up with their hcp and the trial lead was pulled, but they did not know the date. The intervention taken to resolve the loss of stimulation and the patient being unable to urinate was that the device was turned off. The patient was going to try peripheral tibial nerve stimulation (ptns) before going on to the phase 1 trial implant. The hcp referred the patient to the manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the trial patient didn't feel stimulation due to a sudden change in therapy. The patient went to their health care provider's (hcp's) office on (B)(6) 2016 and began the trial. The patient felt stimulation in the buttock and scrotum after the hcp appointment and the hcp told them they should feel stimulation at all times. The patient went home and still felt stimulation. The patient tried to urinate, but they couldn't so they turned off stimulation and was able to urinate. When the patient turned stimulation back on they were not able to feel stimulation. The patient went back to their hcp and they checked the leads and said they were fine and did a urine sample. The patient was back home, but still didn't feel stimulation. The patient turned stimulation up all the way to the max and didn't feel it. The patient even switched sides and still didn't feel stimulation. The patient didn't tell the hcp that they weren't feeling stimulation prior to leaving. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.